Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the patient outcome, the patient underwent transplant. The device was explanted. The device will be returned for evaluation. No additional information was provided.

Manufacturer narrative:
Section h3: correction. Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6) , revealed discoloration to the pump cable inline connector bend relief; however, a specific cause for the discoloration could not be conclusively determined. No additional device-related issues were observed during the evaluation of (B)(6) . (B)(6), was returned assembled with the pump cable severed approximately 8.5¿ from the pump housing and the distal end of the pump cable was returned attached to the modular cable. The modular cable is investigated under (B)(6) . The sealed outflow graft and outflow graft bend relief returned properly engaged to the graft attachment. The apical cuff was returned properly engaged. The cuff lock was returned fully engaged. The pump appeared to be exposed to a fixative. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Visual examination of the returned portions of the pump cable revealed brown discoloration of the in-line connector bend relief. No signs of damage that would have contributed to a functional issue were noted. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6), was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU and heartmate 3 lvas patient handbook are currently available. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline"), and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." No further information was provided. The manufacturer is closing the file on this event.